Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was alarming no disposable. Per reporter, they silenced the alarm and restarted the pump a few times, then pump powered off as troubleshooting was unsuccessful. The reservoir volume was 6.3 ml with a continuous rate of 2.0 ml/hour and volume given was 85.70 ml. Per reporter, the pump was still beeping after reviewing the settings, so further troubleshooting was performed and was unsuccessful, so the device was powered off. The event occurred while in use with patient at patient's home.

Manufacturer narrative:
D3 - mfg establishment name and h6. Codes: updated. Device evaluation: customer reported pump was alarming no disposable. Unable to confirm the complaint due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.